Event description:
It was reported that on (B)(6) 2024, a 25mm navitor valve (sn (B)(6)) was selected for implant. There wasn't sufficient calcium to allow anchoring. The annular dimensions of the native valve were: annulus diameter of 66, area of 338.6, and a perimeter of 66. The patients aortic angle was noted to be 50. During the procedure, the device was successfully implanted at a depth of 3mm ncc and 4mm lcc. At an unknown point, the device migrated upwards towards the aorta to -1mm. The physician attempted to snare the valve, but due to the patient having grafts implanted, it wasn't possible. It was decided to implant a second 25mm navitor valve (sn (B)(6)). The valve was position and successfully deployed valve-in-valve, but ended up migrating upwards as well. A 23mm non-abbott device was then selected and successfully implanted resolving the event. There was no adverse health consequences, clinically significant delay, and the patient remained hemodynamically stable throughout the procedure. The patient is stable.

Manufacturer narrative:
An event of device migration and improper or incorrect procedure or method was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on available information, a cause for the reported device migration appears to be related to procedural conditions. The reported improper or incorrect procedure or method was due to user snaring the valve. The reported surgical intervention and unexpected medical intervention were a result of case-specific circumstances. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Event description:
It was reported that on (B)(6) 2024, a 25mm navitor valve (sn (B)(6)) was selected for implant. There wasn't sufficient calcium to allow anchoring. The annular dimensions of the native valve were: annulus diameter of 66, area of 338.6, and a perimeter of 66. The patients aortic angle was noted to be 50. During the procedure, the device was successfully implanted at a depth of 3mm ncc and 4mm lcc. At an unknown point, the device migrated upwards towards the aorta to -1mm. The physician attempted to snare the valve, but due to the patient having grafts implanted, it wasn't possible. It was decided to implant a second 25mm navitor valve (sn (B)(6)). The valve was position and successfully deployed valve-in-valve, but ended up migrating upwards as well. A 23mm non-abbott device was then selected and successfully implanted resolving the event. There was no adverse health consequences, clinically significant delay, and the patient remained hemodynamically stable throughout the procedure. The patient is stable.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.